Manufacturer narrative:
Section a1-a4: there was no patient involved. Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g3: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module (pm) was alarming non-stop, and the device was unable to be silenced nor turn pm off via power button or wall power. The device was sent to the sites biomedical engineer team who removed the backup battery and indicated that the backup battery had bubbled. The backup battery was replaced, however the pm when powered still showed a red battery symbol and yellow wrench. The unit was removed from use.